Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user observed a blood glucose of 232 mg/dl after eating fruit and sought guidance on managing a meal while elevated; the agent provided education on the meal and corrective algorithms and best practices, and the user confirmed understanding. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to daily activities and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting and patient education. Investigation of this case revealed no device malfunction or component failure and that the event was consistent with hyperglycemia of unclear cause in the context of recent carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.